Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer had symptoms of a headache, but was not hospitalized for the high blood glucose. The customer stated that they tried to run a bolus after removing the set but did not see insulin exit the tubing. There were no air bubbles or leaks from the insulin pump. The customer was offered troubleshooting. But the line was disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.